Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 94mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement test and the test failed twice. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with excessive no delivery alarms during the displacement test as a result of a motor encoder signal being out of phase. The device had missing end cap sticker.